Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller initially stated that the reason for call was unrelated to the patient's stimulator, they then stated the reason the patient fell was because the patient felt a sciatic electric like pulse/shock and their leg gave out. It was reported that this happened suddenly. No further complications were reported or anticipated.